Event description:
The patient's daughter reported that the patient had gone to the emergency room after receiving a shock. Follow up with the patient's clinician verified that a shock had occurred, but was not able to determine if the shock was appropriate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 690r28, heart ring, (B)(6) 2012. (B)(4).